Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found via x-ray to be dislodged. No abnormal lead measurements were observed. The lead was successfully repositioned. It was noted that the lead may not have had enough slack during the implant procedure. No additional adverse patient effects were reported.